Event description:
A report was received that the patient was noted with high impedances. It was believed that the splitters connected to the leads had gone bad, might have packed in, or crushed. The patient will undergo a revision procedure wherein the splitters will be replaced.

Event description:
A report was received that the patient was noted with high impedances. It was believed that the splitters connected to the leads had gone bad, might have packed in, or crushed. The patient will undergo a revision procedure wherein the splitters will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the splitters were replaced and switched with new cable. After the procedure many contacts were still out. The physician suspected the splitters were malfunctioning. The physician noticed that the header of the ipg looks hazy. The suspected maybe ipg or lead has something wrong. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was received that the patient will undergo another revision procedure for an unknown reason.

Event description:
A report was received that the patient was noted with high impedances. It was believed that the splitters connected to the leads had gone bad, might have packed in, or crushed. The patient will undergo a revision procedure wherein the splitters will be replaced.

Manufacturer narrative:
Additional information was received that the patient's ipg did not function properly and was having a hard time getting the stimulation. The physician suspected that something was done to the device that a liquid may have gotten inside the ipg during the previous revision that caused the high impedances. The patient underwent another revision procedure wherein the ipg, the leads and the newly implanted lead splitters on the previous revision were replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted ipg, leads and splitters were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead splitters were replaced, however the high impedances remained. The physician switched cables but had the same outcome. The physician is not sure what¿s wrong, but suspected that maybe it¿s the ipg or lead. The physician noted that the header of the ipg looked hazy and felt that maybe some liquid had gotten into the header. There will be no further course of action regarding the ipg or leads. Additional suspect medical device components involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model#: sc-2316-50, serial #: (B)(4), description: infinion¿1x16 perc lead kit-50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was noted with high impedances. It was believed that the splitters connected to the leads had gone bad, might have packed in, or crushed. The patient will undergo a revision procedure wherein the splitters will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was noted with high impedances. It was believed that the splitters connected to the leads had gone bad, might have packed in, or crushed. The patient will undergo a revision procedure wherein the splitters will be replaced.

Manufacturer narrative:
A review of the manufacturing documentation for the lead splitters (sc-3400-30 sn (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was noted with high impedances. It was believed that the splitters connected to the leads had gone bad, might have packed in, or crushed. The patient will undergo a revision procedure wherein the splitters will be replaced.